Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The customer primed the sample and reagent pipettes and then repeated the samples. No alarm appeared with the results. No specific data was provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbc ii results from the cobas e411 rack. Two patient samples tested on the cobas e 411 rack yielded positive results for anti-hbc despite an alarm code indicating liquid level misdetection due to static electricity or film. These samples were subsequently confirmed as negative in another laboratory.